Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged and treated with dual antiplatelet therapy post procedure. The patient had a 45-day follow-up procedure. The computed tomography (CT) scan at the follow-up procedure showed that there was a large device related thrombus present on the face of the device extending into the left atrium. The patient was started on eliquis 5mg twice daily and clopidogrel 75mg to treat the thrombus. There were no complications or consequences as a result of this event. The patient will have a follow-up appointment in five weeks.